Event description:
During ep study and ablation, catheter temperature sensor was not cooling down after ablation was completed. Visible substance on catheter tip. Unable to determine if substance was clot of another source. Catheter was removed from patient and replaced with a new catheter of same type. No patient harm or injury to patient. Case continued with no complications.